Manufacturer narrative:
Investigation/conclusion: the values reported by the customer were within allowable bias that is based on the products release specification. No product was returned for further evaluation. No issues were found during review for the rate of complaints on this lot; therefore, no further investigation is required.

Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 4.0, laboratory inr:5.0. Therapeutic range: 3.0 - 4.0. The testing was performed simultaneously. There was no reported adverse patient sequela. There was no additional information provided.